Event description:
The MFR received info from a third party service ctr alleging a device would not cycle. The third party service ctr replaced the system board and blower motor to address the issue. The device was not in pt use.

Manufacturer narrative:
The device was returned to the MFR for eval. During the eval of the device, "hot temperature" alarm codes were observed in the ventilator's downloaded error log. The increased airstream temperature (hot temperature alarms) appear to have been caused by the ambient conditions in which the device was operating. No malfunctions related to the hot temp alarms were noted. The device was found to audibly and visually alarm, as designed.